Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient started wetting themselves like before the implant. They noted that they did not feel stimulation and the therapy was on. They weren't able to increase the stimulation as the patient programmer(pp) showed the "low pp batteries" screen. They were going to buy batteries and then increase the stimulation. They were, at the time, at 2.5 v in program 1. They were going to, then, monitor the symptoms and, if there was no improvement, would address it with a healthcare professional (hcp). These issues began about a week prior to the report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.